Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 37.1-37.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
It was reported that an asymptomatic patient presented in-clinic after rv lead noise was observed via a merlin.net transmission. Noise was reproduced with isometrics. The lead was explanted and replaced.